Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) in prerov, czech republic), (returned to the rrc on 2022-04-20). The evaluation confirmed the occurrence of error message e433. This error message, which in this case was caused by a defective hvps board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure the egs-400 hf-generator issued error message e433 and could no longer be used. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-apr-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.